Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation and need a magnetic resonance imaging (MRI). The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.